Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. An event of a st elevation and hypotension was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfa atrial fibrillation procedure, transient st segment elevation and hypotension occurred. It is unconfirmed what the cause was, however, the physician alleges the event was caused by the sheath. The patient is stable. There is no further information available.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.